Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was selected for implant. During the procedure, after deploying the device, it was noted that the right atrial disc was observed to be bulbous. The device was replaced with a new 25-18mm amplatzer talisman pfo occluder to resolve the event. There was no intracardiac tissue during the occluder deployment or bends/kinks in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use, the recommended sheath size to be used with 25-18 mm amplatzer talisman pfo occluder, is 8f.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was selected for implant. During the procedure, after deploying the device, it was noted that the right atrial disc was observed to be bulbous. The device was replaced with a new 25-18mm amplatzer talisman pfo occluder to resolve the event. There was no intracardiac tissue during the occluder deployment or bends/kinks in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.